Manufacturer narrative:
Section d information references the main component of the system. Product ID 977a260, serial# unknown, implanted: (B)(6) 2021, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was patient stated they are having trouble getting one of the technicians to come out and help them reset it and try something different. Patient service specialist reviewed role of manufacturer representative (rep) and provided patient with  national answering service (nas) number for healthcare provider office to call and invite a rep to an appointment. Patient mentioned that they have been in pain for over 6-8 months now, their pain moves around, and it's not all the time. Right now they are having problems in the lower back and can't seem to get implant to give any relief. Pt stated the trial took all the pain away and the permanent helped a little bit. Pt stated the lead moved a little bit according to the x-ray but should still be able to help them. Patient said they are not getting anything out of implant and stated it is set on high frequency that it is aggravating them more than helping, pt decreased it all the way to 0.2 but it is still annoying. Patient has turned it off sometimes too. The patient was redirected to their h ealthcare provider to further address the issue.